Event description:
It was reported that the patient had a heavily calcified popliteal artery occlusion with a gangrenous foot. A partial foot amputation was planned; however, revascularization was attempted first in an attempt to restore some circulation and to determine how much of the foot would eventually need to be amputated. During use, the tip of the confianza pro 300cm guide wire kinked and then separated. Two attempts to snare the separated portion and remove it were unsuccessful. Additional information stated that the patient's vascular system was severely calcified, which contributed to the fracturing of the guide wire. As the revascularization was unsuccessful, the partial amputation proceeded as planned, during which, the separated guide wire tip was removed with the amputated section of the foot. No additional information was provided.

Manufacturer narrative:
(B)(4). It is presumed that the guide wire tip might have been trapped by severely calcified lesion, where some force exceeding the product design limit might applied, resulting separation of guide wire. The device instructions for use (IFU) warning section states, if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations in the same direction. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device remains in the patient. A follow-up will be submitted with all relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.